Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
Report received that the device did not audibly alarm on the low setting. During testing by the user facility, the device did not audibly alarm on the low volume setting after being cleaned. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.